Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (date 11/06/2009), sorin crm (formerly ela medical) is filing this MDR at this time. The analysis is pending. Discussion: device operation as observed through follow up files is abnormal. Therefore, we recommend a quick follow up to force the device to switch to standby mode (with an engineering software) and to re-initialize the pacemaker with the standard programmer version, as already recommended in (B)(6) 2008. To complete our analysis, we also need confirmation and dates of the radiotherapy treatment received by the patient. The hypothesis today is that these treatments altered some data, which would explain the different observed behaviors.

Event description:
During the follow up performed on (B)(6) 2008, some of the device data were not accessible. Normal device operations were observed after device re-programming. Analysis revealed anomalies that might be significant of a software alteration. Therefore, a device re-initialization was recommended. This operation could not be performed as scheduled on (B)(6) 2009 since the patient came earlier to the hospital ((B)(6) 2009). Recommendation was maintained. Device re-initialization was expected to be performed on (B)(6) 2010: data were not received yet.